Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade unknown.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade unknown" and "rupture on an unknown side discovered during surgery ". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture on an unknown side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed, ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ white particles observed on the surface of the shell. ¿ crease fold observed. ¿ deformation observed. ¿ wear abrasion observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture on an unknown side. Device has been explanted.